Manufacturer narrative:
The remote support engineer (rse) talked to the customer and confirmed the speaker is defective and needed replacement. The rse arranged for a replacement speaker to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed the customer was provided with a replacement speaker to solve the reported issue. The device remains at customer site. The investigation concludes that no further action is required at this time. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). E1: reporting address state: (B)(6).

Event description:
It was reported the device speaker is not working. The device was in clinical use. There was no report of patient or user harm.